Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuating impedance measurements on the right ventricular (rv) channel that were occasionally high and out of range above 2000 ohms. A revision surgery was performed and the rv lead was explanted. During the explant, insulation damage was noted near the proximal coil of the rv lead. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received that indicated that the high impedance measurements were seen through both the device and a pacing system analyzer during the revision. The patient is not dependent on rv pacing.